Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported a patient with blurry vision eight days following lasik treatment. Upon examination chronic toxic keratopathy was noted. The topical steroids were increased. Additional information received; the topical steroids were put on a taper and the patient is pending further follow up.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).